Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of shortness of breath with subsequent diagnosis of diaphragmatic hernia. However, there is no documentation to show a causal relationship between the adverse event and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The cause of the diaphragmatic hernia is unknown. However, per the pdrn, the liberty select cycler is not suspected as the cause of the diaphragmatic hernia. It could not be confirmed if pd therapy itself contributed to the hernia or any subsequent complications. Diaphragmatic hernias occur due to a weakness in the diaphragm normally present at birth (congenital) but can also be caused due to trauma or injury. The elevated levels of sugar in the fluid of the lung indicates the hernia resulted in a pleuroperitoneal communication, retention of pleural fluid by the transfer of dialysate injected into the abdominal cavity into the thoracic cavity. A complication of pd that is caused by the diaphragmatic defect. The patient¿s diagnosis of uti during hospitalization is unrelated to pd therapy. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s diaphragmatic hernia and transition to hemodialysis; although the pd therapy itself with use of the cycler could have contributed to the diaphragmatic hernia.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius technical support that the patient was in the hospital. Upon follow-up with the contact, it was revealed the patient was in the hospital due to fluid leaking into the lung cavity. The patient was being removed from pd therapy to have a catheter placed for hemodialysis (hd). Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). It was reported the patient presented to the emergency room (ER) on (B)(6) 2020 with shortness of breath. It was unknown if the patient was in treatment at the time of the event. The patient was admitted. The pdrn did not have any hospital records to date; however, the clinic physician reported that the patient was diagnosed with a diaphragmatic hernia. The cause of the diaphragmatic hernia was unknown, but there was weakening at the diaphragm per the physician. The liberty select cycler was not suspected as the cause of the patient issue. It could not be confirmed if pd therapy contributed to the patient's diagnosis. The pdrn reported that the fluid in the patient¿s lung was tested and found to have elevated levels of sugar suggesting dialysate in the pleural cavity. The patient¿s pd therapy was subsequently discontinued, and hemodialysis (hd) was initiated. Additionally, the patient developed a urinary tract infection (uti) during the hospitalization. The patient was still in the hospital at the time of follow-up. It was reported the patient would remain on in-center hd once discharged from the hospital. No additional information was available.